Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and evaluated. Visual observation shows no anomalies on the hand piece. This can be attributed to mishandling. The hand piece was connected to a fms vue pump and tested. When powered up, the hand piece function as intended in the forward/ reverse/ oscillate, this complaint cannot be confirmed. A batch record review has been conducted for this lot and the results indicate that in this batch of product there were no anomalies or discrepancies in the manufacture of this lot and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for the serial number of this device. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during a shoulder repair surgical procedure the handle on the customer's micro handpiece with hand controls would not oscillate but once the foot pedal was connected the oscillate worked but the reverse and forward did not work. The sales rep reported that the surgeon completed the procedure with the device by unplugging the device each time. The sales rep stated that there were no patient consequences or delays in the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.